Event description:
Litigation alleges patient had metal poisioning and metallosis after asr hip implants.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Event description:
Update - (B)(6) 2014 - medical records were obtained. Medical records indicate pain in the right hip. Upon revision of the right hip, debris filled fluid, inflammation, necrosis, osteolysis, and no bony ingrowth on the cup were found. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. Complaint was updated on (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 03/26/2014 - medical records received. Medical records indicate right hip revised due to pain. Upon revision soft tissue masses and cysts were noted. Left hip revised due to pain. Upon revision, black staining and excessive intracelluar fluid filled with debris were noted. The information received does not change the MDR decision. The complaint was updated on: 04/23/2014.